Event description:
The customer reported the unit had an odor of overheating. The ventilator was in use on a patient. The customer reported there was no patient harm. During initial evaluation the manufacturer's service technician was unable to duplicate the customer reported odor. During internal inspection of the ventilator the service technician reported finding the fan on the power supply not functioning, and a component on the power supply damaged. The service technician replaced the power supply to correct the findings. Performance verification testing was completed and all testms passed to operating specifications.

Manufacturer narrative:
Na